Event description:
The customer reported that the system would not perform a cine run. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply connector was replaced. The system was tested and operates as intended.